Event description:
Rn entered the room and found patient bleeding from arterial line. Approximately 100 ml blood on the sheets. Arterial line became disconnected at the transducer level, vamp site. The disconnection is not a luer lock site and not a site that should ever be disconnected. Immediately the line was removed and changed. The same thing occurred two times later however these disconnections occurred while priming the line.====================== health professional's impression======================bleeding arterially occurred solely due to the line disconnection.